Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a polarxfit was selected for use. The balloon was inserted into the sheath and tried a reverse blood flow, but it was stiff and could not be pulled. It was explained that a reverse blood flow is not recommended, but a defect on the balloon was suspected, so the device was replaced. It was replaced with a different lot of the device and a reverse blood flow was performed and the procedure was successfully completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarx device had no visual damage or defects upon initial visual inspection. The device was leak tested and passed both inner and outer balloon positive pressure and vacuum tests. The device was then connected to a smartfreeze console in attempt to test functionality. The device passed console testing with no errors. The outer diameter of the returned polarx shaft was measured at multiple points and was found to be out of spec at the proximal inner balloon bond.

Event description:
During a procedure a polarxfit was selected for use. The balloon was inserted into the sheath and tried a reverse blood flow, but it was stiff and could not be pulled. It was explained that a reverse blood flow is not recommended, but a defect on the balloon was suspected, so the device was replaced. It was replaced with a different lot of the device and a reverse blood flow was performed and the procedure was successfully completed. No patient complications were reported. The device is expected to be returned for analysis.